Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device finds the femoral trial is fractured through both condyles. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the trial femur was cracked while impacting. No surgical delay.

Manufacturer narrative:
Product complaint # : (B)(4). Examination of the returned device finds the femoral trial is fractured through both condyles. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.